Event description:
The customer reported that the central nurse's station (cns) was in intermittent comm loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in intermittent comm loss. No patient harm or injury was reported. Investigation summary: nihon kohden onsite personnel and the biomedical engineer (bme) conferenced with nihon kohden technical support (nk ts). Ticket (B)(4) was opened regarding this issue. Which was voided, but notes show troubleshooting was recorded. The bme discovered the issue to be with the facility's wi-fi system. The root cause is determined to be the facility's network environment. Review of the serial number history shows a recurrence of the reported issue, which was also determined to be the facility's network environment. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in intermittent communication loss. This was caused by issues with the wlan wireless devices. Nk is continuing to work with the customer to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns: bsms: no model or serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) was in intermittent communication loss. No patient harm was reported.